Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ shielded IV catheter, the safety mechanism failed to cover the used needle and a clinician obtained a contaminated needle stick injury. Both the source patient and clinician received routine post exposure lab work. The test results were negative and no prophylactic treatment was provided.